Manufacturer narrative:
During an on-site visit on 3/27/08 somanetics personnel observed an area of excoriation of less than 1cm along with the area of redness that had been reported the prior day. Bruising was noted below where the sensor had been applied and also towards the shoulder area. The bruising was not reported with the initial report to somanetics. The excoriated site was being treated with hydrogel. In a telephone follow-up on 4/2/2008, the nurse reported that the bruising and excoriation was still present, but no further redness had developed. There was also no sign of infection present. An on-site visit on (B) (6) 2008 by somanetics personnel revealed that the site had healed and no infection had developed. There was slight hypo-pigmentation of the skin consistent with normal healing. Functional testing was performed on the returned sensor and a failure was noted on one of the photodiodes. The failure mode has an open in the circuit. This likely was caused by damage to the circuit during removal of the sensor since normal function was reported while in use on the pt and was not attributed to the injury.

Event description:
On (B) (6) 2008, redness was noted around sensor site after 20 hours of somatic monitoring. Sensor was removed and an area along the edge of where the sensor had been removed was excoriated.